Event description:
Same case as MDR ID: 2134265-2013-02785, (B)(4). (B)(4). It was reported that chest pain, myocardial infarction and stent thrombosis occurred. In (B)(6) 2012, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) artery with 90% stenosis and was 34 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of 2.50 x 28 mm and 3.00 x 16 mm promus element plus stents in non-overlapping manner. Following post dilatation, residual stenosis was 0%. Two days post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented with a 2-week history of exertional chest pain. ECG indicated right bundle branch block (bbb) and no significant changes. Cardiac enzyme elevation was noted. Also, the subject was found to have 90% stent thrombosis in the ostium of the study stent. The following day, an initial intervention was performed at the 100% stenosis in the mid left anterior descending artery (lad). The lesion was treated with pre-dilatation and placement of a 2.75 x 12 mm non-bsc stent. Following post-dilatation, residual stenosis was 0%. Also, another 100% ostial lad lesion was treated with direct stent placement using a 3 x 12 mm non-bsc stent. Following post-dilatation, residual stenosis was 0%. The 90% stent thrombosis in the proximal lcx was treated with direct stent placement using a 3.5 x 12 non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Per source documents, the lesions in ostial lad/lcx were successfully treated with ¿v¿ stenting and kissing balloon angioplasty. The event was considered resolved and the subject was discharged on aspirin and clopidogrel the next day.

Manufacturer narrative:
Device is a a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem and patient code-updated. (B)(4).

Event description:
It was further reported that the ostium of the circumflex study stent had a severe in-stent restenosis and not a stent thrombosis as previously reported.